Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed.

Event description:
It was reported that the patient underwent a toe surgery. Allegedly, because of the failure of the implant the patient underwent additional surgery to fuse the toe. The patient has had substantial pain and suffering.